Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use , the cardiosave intra- aortic balloon pump (iabp) had a discolored screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. The agency engineer went to the site for inspection and found that the screen would turn red from time to time. Initial suspicion is that the graphics card is faulty. To fix the issue, upper display monitor board was replaced. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a.